Manufacturer narrative:
The pth reagent lot number was 80171401 with an expiration date of 30-sep-2025. The customer verbally provided that the qc recovery was acceptable on the day of the event. The field service engineer found that the cause was due to bent pre-wash sipper nozzles and reagent paddle (component failure). He replaced the sipper nozzles and the reagent paddle, and verified that the instrument was performing within specifications. The service actions performed by the engineer resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys parathyroid hormone (pth) assay on a cobas e801 analytical unit. Initial result: 68 pg/ml. The physician questioned the initial result and the sample was then repeated. 1st repeat result: 866 pg/ml. 2nd repeat result: 938 pg/ml (tested on another e801). The repeat result of 938 pg/ml was deemed to be correct.